Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was noted that the patient's trial started on (B)(6) 2024. It was reported that the patient was experiencing pain. On (B)(6) 2024 patient stated they changed to the left side last night as their lead wire on the right was hanging out. Patient stated they must have pulled it out at some point, as they had been doing some heavy lifting and kneeling on the floor to do floor work. Patient stated they did not feel it was working and spoke to their sales representative said they could switch sides. Patient stated current stimulation is set at 0.7.